Manufacturer narrative:
It was reported that a female patient (85kg) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered femoral artery dissection requiring no intervention. The event was noticed during insertion of catheter through sheath. The physician¿s opinion is that the cause of the event is procedure. After additional diagnostic procedure, dissection prognosis determined to be self-healing. No treatment rendered. The patient¿s condition has improved. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal action related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc (B)(4).

Event description:
It was reported that a female patient (85kg) underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered femoral artery dissection requiring no intervention. It was reported by the caller there was a dissection of the right femoral artery during the procedure. They were going through the artery utilizing an access that was obtained previously with the short sheath. The thermocool® smart touch® sf bi-directional navigation catheter was advanced and at some point must have scrapped the lumen of the artery. There was no device entrapment. The biosense webster inc. Representative commented that the word ¿stuck¿ was not the correct word to use. There was no surgical intervention. The interventional cardiologist performed angiography and determined that the lesion will close spontaneously. The patient is stable. The caller states they were using a 8 french 11cm sheath an interventional cardiologist confirmed the patient had a peripheral dissection. The patient is being moved to another lab for repair. The case was canceled. The event was noticed during insertion of catheter through sheath. The physician¿s opinion is that the cause of the event is procedure. After additional diagnostic procedure, dissection prognosis determined to be self-healing. No treatment rendered. The patient¿s condition has improved. There is no information regarding the need for extended hospitalization.